Manufacturer narrative:
Pr (B)(4) follow up emdr for manufacture evaluation. No sample was returned for analysis. Based on the complaint description, the most likely source for the incomplete drainage and potential leakage was due to the use of an alternate drainage bottle other than the recommended pleurx drainage bottle. However, with a sample to evaluate, the investigation was not able provide any further details regarding the reported failure mode. A lot number was not provided, as a result a device history record review was unable to be performed. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. Likewise, based on the reported failure description provided by the customer, the investigation noted the end user was attempting to perform a drainage procedure using an alternative drainage bottle other than the pleurx drainage bottles. The customer will be notified that the pleurx catheter is to be mated with and drained only with pleurx drainage bottles. The use of other drainage bottles are not authorized with the pleurx catheter system.

Event description:
Patient came to stormont complaining of pain with drainage and leakage of the catheter. (Could not specify if the leakage was coming from the catheter exit site or the valve. The catheter could not be determined if the leak was coming from not draining properly and subsequent build up of fluid or the valve itself). Inspection of the valve looked fine during visit and valve damage from the rocket bottle could not be determined at this time. Patient also was complaining that the catheter was not draining. During the visit with the patient we were told the home health nurse was using rocket medical bottles. The home health was told by medline these bottles were compatible with the pleurx system. The patient said the bottles would not drain the catheter. He also experienced a lot of pain with drainage and their control button did not work and therefore the pain persisted. They then said they received a "pleurx brand bottle" from the hospital and the catheter worked well and drained as planned. The home health has begun using pleurx bottles and the patient has not returned to the hospital.

Manufacturer narrative:
It was noted that the manufacture narrative in the follow up #1 indicated pr (B)(4) instead of the intended pr (B)(4).

Event description:
Patient came to stormont complaining of pain with drainage and leakage of the catheter. (Could not specify if the leakage was coming from the catheter exit site or the valve. The catheter could not be determined if the leak was coming from not draining properly and subsequent build up of fluid or the valve itself). Inspection of the valve looked fine during visit and valve damage from the rocket bottle could not be determined at this time. Patient also was complaining that the catheter was not draining. During the visit with the patient we were told the home health nurse was using rocket medical bottles. The home health was told by medline these bottles were compatible with the pleurx system. The patient said the bottles would not drain the catheter. He also experienced a lot of pain with drainage and their control button did not work and therefore the pain persisted. They then said they received a "pleurx brand bottle" from the hospital and the catheter worked well and drained as planned. The home health has begun using pleurx bottles and the patient has not returned to the hospital.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No sample or lot available at this time.

Event description:
Patient came to stormont complaining of pain with drainage and leakage of the catheter. (Could not specify if the leakage was coming from the catheter exit site or the valve. The catheter could not be determined if the leak was coming from not draining properly and subsequent build up of fluid or the valve itself). Inspection of the valve looked fine during visit and valve damage from the rocket bottle could not be determined at this time. Patient also was complaining that the catheter was not draining. During the visit with the patient we were told the home health nurse was using rocket medical bottles. The home health was told by medline these bottles were compatible with the pleurx system. The patient said the bottles would not drain the catheter. He also experienced a lot of pain with drainage and their control button did not work and therefore the pain persisted. They then said they received a "pleurx brand bottle" from the hospital and the catheter worked well and drained as planned. The home health has begun using pleurx bottles and the patient has not returned to the hospital.